Manufacturer narrative:
Model number / catalog number: sc-2317-70, serial number: (B)(4), batch / lot number: 5139060, model / catalog description: infinion cx lead kit, 70 cm.

Event description:
A report was received that during an implant procedure, the patient had a cerebrospinal fluid leak and a blood patch was performed. It was noted that the patient continued to have headaches. A follow up blood patch was performed and patient was doing well.